Manufacturer narrative:
Correction made to b3/d10: 06/03/2021 (previously submitted as 06/04/2021) additional information in d9, h3,h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a female connector separated from the main body. The reported damage was not verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damaged. A piece of from the light blue main body broke off. The customer further described this issue as, ¿the core of the transfer set was dismantled from the external part¿. This issue occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.